Event description:
The pace/sense portion of the lead was capped due to noise. The hv portion of the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.